Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transpedicular kyphoplasty was performed on a patient at levels t8 and t10 and just prior to completion of the procedure, cement leakage into the t10 vertebral foramen was detected. Images taken at the end of the case confirmed extravasation at the t10 level while the cannula was still in place. Patient is currently reported as "asymptomatic". No patient complications were reported. It was also reported that the cement was mixed and used according to IFU instructions and was stored at the proper temperature range prior to surgery.